Event description:
Reporter calling about increasing health problems ever since the implantation of silicone breast implants. Health problems began as ¿more subtle" but have steadily increased, particularly since 2021. Symptoms began as breast inflammation and discomfort, which seemed to subside but then began experiencing inflammation throughout her body. Also: numbness and tingling; depression; anxiety; dry skin; dry eye; heart palpitations; skin rashes and skin irritation; emergence of new food allergies; cold and blue fingers and feet that then turn red similar to raynaud's disease symptoms; "black spots" in vision; memory loss; brain fog; fatigue; problems maintaining her balance; and vertigo. In (B)(6) 2022, reporter states she was diagnosed with multiple sclerosis (ms) and there is no family history of this disease. She feels her breast implants are causing problems with her immune system in general. Reporter states her implants are planned for removal surgery in (B)(6) 2022.